Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed exiting the infusion set tubing during the fill tubing step. Customer used 2 sets of cartridges and infusion sets. Customer successfully loaded the 3rd cartridge and infusion set. Customer's blood glucose was 108-126 mg/dl.